Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation while it was connected to a competitor's device system. A suspected lead dislodgement also occurred, as it was noted that the lead did not seat itself within the vein. A lead revision procedure was done where this lv lead was explanted and a new lead was implanted. The local boston scientific field representative was not able to obtain any further information related to this event. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.